Manufacturer narrative:
UDI= (B)(4). Mfg site name - (B)(4) the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold lite with capio slim during a sacrospinous ligament fixation procedure on (B)(6) 2016. According to the complainant, during the procedure, the needle broke cleanly from the suture. It was retrieved by the gloved hand of the physician and nothing remained inside the patient. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned uphold¿ lite and capio slim revealed that the suture on the blue with white stripe dilator is broken. The dart was found behind the catch of the capio slim suture capturing device. The dart has a small amount of suture attached to it. Analysis reveals no damage to the capio slim suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold lite with capio slim during a sacrospinous ligament fixation procedure on (B)(6) 2016. According to the complainant, during the procedure, the needle broke cleanly from the suture. It was retrieved by the gloved hand of the physician and nothing remained inside the patient. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.